Event description:
An aneurx bifurcated stent graft and its components were implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm on an unknown date. Aneurysm and vessel morphology are unknown. It was reported that the bifurcated stent graft migrated distally due to aortic neck dilatation. The physician attempted to treat the migration by implanting another MFR stent graft. It was reported that second stent graft failed to function as intended and the pt was converted to open surgical repair. No additional sequelae were reported and the pt's status is unknown. Medtronic is pending receipt of the explanted stent graft as well as additional info.